Event description:
A falsely elevated troponin I result of 31.2 ng/ml was obtained on the pt sample following a 1:5 dilution. "No results" with a "diluted" flag were obtained in previous attempts. The original undiluted sample was repeated and a result of 0.00 ng/ml was obtained. The falsely elevated troponin result was not reported to the physician. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. The probable cause of the falsely elevated troponin result was mis-alignment of the r2 probe.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was mis-alignment of the r2 probe causing conjugate splashing. A dade behring rep corrected the problem. The instrument is now operating within spec.